Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was unable to issue medication. A technical support specialist advised the customer to double click the cubex shortcut icon on the desktop to resolved the issue and also restarted the cubex monitor application. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that in a pyxis medbank system the user was unable to login. The customer reported that this malfunction occurred when user trying to issue medication xarelto 15mg tablet to the patient. There were no adverse events or injuries reported based on this event.